Event description:
A ventilator was returned to the manufacturer for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator that allegedly failed a test step. The manufaturer reported the sensor board was replaced to address the issue. The device was returned to the customer unrepaired due to no response on approval of estimate. The sensor board was not replaced.